Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber stared firing out of end and the end fell off. Doctor retrieved cap with graspers" @ 147,567 joules of use. The procedure was completed using a second fiber. Patient outcome: "no injury to patient reported".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window; the distal end of the fiber/glass cap is detached and not returned; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limits the performance of the fiber.